Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported lock failure (clip open). The reported user error (improper or incorrect procedure or method) was due to the user did not performing the second lock test. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted for stabilization. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted. To further reduce tr, an additional clip was placed on the tricuspid valve. However, while returning the arm positioner from closed to loose neutral, the clip opened. To stabilize the clip, an additional clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.